Event description:
It was reported that the check clutch/ plunger lever occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. There was a check clutch/ plunger lever error in the event history log. Customer stated problem was verified during occlusion tests. The technician duplicated the reported issue. The root cause of the reported issue was found to be normal wear of clutch half's. The pump was over 8 years old. Actions were taken to mitigate the reported issue. Replaced clutch half's left and right, leadscrew and spring as a preventative measure.